Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including breast swelling. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent right revision breast augmentation; injury or trauma to the breast, using a full vertical and horizontal t incision. 1 piece of galaform (galaflex 3dr) was used. No concomitant procedures done. On (B)(6) 2020, breast swelling was reported. There is some palpability of the mesh in the area of discomfort. Action taken is not known. Review of medical affairs identified that the reported ae of swelling is likely related and not serious. Outcome unknown, no end date given.